Manufacturer narrative:
(B)(4). The analysis results that one pcee60a device (a) was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that, during a laparoscopic pneumonectomy, the cartridge could not be changed after the 3rd firing, so another new device was used. The new device could be activated at the 4th firing. But the cartridge could not be loaded into the device after the 4th firing. It was found that metal parts of two cartridges were left in the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.